Manufacturer narrative:
Sections with additional information as of 23-jan-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Distributor reported complaint on behalf of the customer. Customer had reported that all of the syringes in the package were ¿missing the black rubber piece inside it¿ (i.e. The rubber stopper). The package had not been open or damaged when received by the customer. The customer has been using the product for 1 week. No symptoms and no medical attention associated with the use of the product were reported.